Event description:
Information was received from a legal representative regarding a patient implanted with a neurostimulator for movement disorders. It was reported that on (B)(6) 2016 the patient began to have unconscious blindness and were admitted to the hospital on that day in order to have a c-scan which showed the patient had two major bleeds, subdural hematomas in their head. On (B)(6) the patient had a craniotomy on the right side and a burr hole on the left side at the facility. On (B)(6) the patient had another c-scan and was diagnosed as having a subdural hygroma in their brain, with another craniotomy performed on (B)(6) 2016. On (B)(6) the patient was admitted to a rehabilitation institute where they were treated until (B)(6) 2016, at which point they were admitted to another hospital. On (B)(6) they were taken to a separate hospital due to them having meningitis at which point the deep brain stimulation (dbs) equipment had to be removed from their brain and chest, with the device that was implanted found to be full of meningitis as well. It was noted that the implantable neurostimulator (ins) had numerous side effects including meningitis, brain abscess resulting from infection involving the brain or central nervous system, immediate or delayed intracranial hemorrhage, and intracranial hemorrhage. As a result the patient also experienced permanent injuries including short term memory loss, lack of stamina, depression, cognitive loss, and residual tremors in their hands as well as deep and visible dents in their head. It was alleged that the dbs system was defective in design and formulation and unreasonably dangerous. The patient had pre-existing condition of essential tremor/hand shaking. Was on inderal and stayed on it for many years. No further complications are anticipated.